Manufacturer narrative:
Additional information was provided that the device was explanted and disposed of after withdrawing care. Per staff. The investigation was completed. Investigation summary: mechanical interaction with blood/hemolysis: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical narrative: impella cp support was initiated via femoral access in a 77-year-old male for acute myocardial infarction with cardiogenic shock, with a history of diabetes mellitus and chronic renal insufficiency, requiring inotropes, vasopressors, and mechanical ventilation. During the hospital course, nursing staff reported concern for hemolysis; no intervention was performed. The impella cp will be coded for hemolysis which is a serious injury. However, the patient subsequently expired and the device is being conservatively reported as a death. The hemolysis occurred in the setting of severe critical illness and renal insufficiency, which may impair clearance of free hemoglobin. No causal relationship between the impella cp device and the patient¿s death was established. Patient expired.